Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unk), the device failed to detect the patient's ECG signal via electrode pads. Complainant indicated that the clinician obtained another device, and continued treating the patient with the same electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that the electrode pads were not retained for evaluation.